Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and shock therapy due to possible atrial fibrillation with rapid ventricular response (af w/rvr). The ventricular rate had accelerated into the programmed ventricular tachycardia (vt) zone at 220-222 beats/minute. Technical services recommended further review of device programming. No adverse patient effects were reported. It was additionally reported that there was another recent episode of atp and shock delivery for af w/rvr in june. The vt rate was approximately 210 beats/minute. The ICD remains in service.